Event description:
It was reported that the patient ipg was explanted and replaced 24 december 2020, which resolved the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information, but it could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg became inoperable. As a result, surgery may occur to address the issue.

Manufacturer narrative:
The report of inoperable ipg was not confirmed. Analysis of returned ipg found it had not declared eri or eol. The event details indicated that the ipg was replaced due to it being ¿dead¿ however, the ipg logs show on the ¿day of explant¿ ((B)(6) 2020) the patients program was ended with the patient programmer and the minimum battery timestamp on the ¿day of explant¿ was 2.958v indicating the ipg was delivering therapy and was operating as intended. Analysis of the returned ipg found that it had no physical anomalies, it passed all functional testing on the ate (automated test equipment), and it communicated with all lab utilities. The returned ipg exhibited normal device characteristics during analysis.